Manufacturer narrative:
This event includes an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported that at a couple of times at the airports and security places, he felt like his spine was being ripped out and felt a burning sensation. He did not have dates or times when this happened. The patient stated that the only places he can go is his health care provider offices. When this happened, the skin gets red and heats up. There were no further complications reported.